Event description:
During the saphenous vein harvesting procedure, two balloons popped on the short port at the location where the balloons had stuck to the shield of the package. The hospital did not provide any additional information. No patient complications were reported by the hospital.